Manufacturer narrative:
(B)(4). D10: m2a-magnum pf cup 56odx50id, item: us157856, lot: 899200. Taperloc micro lat fmrl 10mm, item: 15-103204, lot: 164310. M2a-magnum 42-50mm tpr insrt-3, item: 139254, lot: 012180. G2: foreign: canada. H6: proposed component code: mechanical (g04) - head. The customer indicated that the product remains implanted; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient presented with high metal ion levels. No revision has been reported at this time. It was confirmed that no further information could be provided.